Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their new device does not have any voice prompts when the lid is opened. With no voice prompts, the customer would not be able to effectively use the device on a patient, if needed. There was no report of any patient use associated.

Manufacturer narrative:
Physio-control has initiated a recall for the reported issue on 05/06/2016. Reference correction/removal reporting number 3015876-05/06/2016-002-c.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. It was observed that the lid reed switch assembly remained in a shorted position, which would not allow the device to appear fully powered on and therefore, no voice prompts could be heard. The customer received a replacement device.